Event description:
It was reported that post op from a vascular procedure, the pt was sent back to the or with an open wound. The staple line was observed to have malformed staples with the ends open. It is unk how the case was completed. The pt status is also unk at this time.

Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.